Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: allergy testing will not be completed until early may, 2019. It is a 4 ¿ 6 step process.

Manufacturer narrative:
Patient ID: (B)(6). Additional product code: ktt. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an unknown procedure, the locking compression plate, locking screw 36mm, locking screw 30mm and variable angle locking compression plate (va-lcp) were implanted due to right ankle fracture. The surgeon asked for a metal allergy test of what particular plate is made of. The patient had an adverse reaction to the plate. It is unknown if there was surgical delay. Procedure outcome is unknown. This report is for a locking screw. This is report 2 of 4 for (B)(4).